Event description:
It was reported that on (B)(6) 2010, the procedure was to treat a vein graft (vg) to the obtuse marginal (om) vessel with 90% stenosis, with 20% to 30% distal narrowing in the graft, and a ramus intermedius vessel with 90% stenosis. Pre-dilatation was performed and the 3.0 x 23 mm promus stent was placed in vein graft to obtuse marginal branch. Next, pre-dilatation was performed, and the 2.5 x 28 mm promus stent was placed in ramus intermedius. The stents were post-dilated. The vein graft to the obtuse marginal and the ramus intermedius vessels had a good result, with timi 3 flow and no residual narrowing. On (B)(6) 2010, the patient experienced a myocardial infarction (mi), with ventricular fibrillation. A heart catheterization was performed, and it was determined that a lateral mi occurred with total occlusion of the vg to the om1. Additionally, there was severe in-stent restenosis in proximal stent in the vg to om2; therefore, two non-abbott stents were placed in the vg to the om2, with excellent results. Hypothermia protocol was initiated; however, the patient was noted to have an atrioventricular block and bradycardia; therefore, hypothermia protocol discontinued and re-warming began on (B)(6) 2010. The patient was hospitalized from on (B)(6) 2010 to (B)(6) 2011, at which time the patient was transferred to acute inpatient rehab. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. There was no reported product deficiency. Myocardial infarction (mi), occlusion, arrhythmias (ventricular fibrillation), and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.